Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, incomplete bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per the training manual, factors that can make it difficult to cross include ¿heavy calcification¿ and ¿inadequate bav¿. Per IFU and training manuals during valve alignment a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. When tracking over aortic arch: ensure edwards logo is facing up on the delivery system, use 30° to 40° lao to provide view of the aortic arch. Slowly rotate the flex wheel away from you while tracking over the aortic arch, the delivery system articulates in a direction opposite from the flush port. Additional considerations: do not overflex while tracking over aortic arch, to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel, and ensure edwards logo faces upwards throughout flexing and tracking. When crossing native annulus: ensure the flex catheter tip is flush with the thv for support during crossing, do not force the thv, and use short movements to prevent ¿jumping¿ of the thv into the ventricle. Factors that can make it difficult to cross: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and inadequate bav. If experiencing difficulty crossing, make sure wire is correctly extended at apex, pull tension on the wire or reposition, add some distal flex or remove some partial flex, pull system back and re-advance. Aortic dissection can occur with wire and catheter manipulation, balloon advancement or thv delivery system advancement and/or thv deployment: use caution with severely obliterated sinuses of valsalva, significant thv oversizing, porcelain aorta, narrowed calcified stj and calcification of native vasculature. In this case, the cause of the aortic dissection with subsequent patient demise cannot be determined, however, patient factors (severely calcified native valve) in combination with procedural factors (manipulation of the devices) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our monaco affiliate, the patient died from a complication of an annular rupture without pre-dilatation during a transfemoral deployment of a sapien 3 26mm valve. Difficulty was encountered during crossing of the annulus with the commander delivery system, there was a very hard push force and the annulus ruptured. This was confirmed by contrast media injection. The valve was deployed, however, the patient expired a few minutes later. The device will not be returned for evaluation. Per report, the rupture was due to the decision of not to predilate despite high calcification level. No other information will be provided by the site. The patient¿s aortic annulus and aortic root was severely (highly) calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).